Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05-jun-2018 with the following findings: the display screen had a pinkish contrast. Corrosion was observed inside the battery compartment. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a dim display and moisture in the pump. This report is made based on results of investigation completed on 05-jun-2018.